Event description:
It was reported that a malfunction occurred with the insulin pump, specifically displaying malfunction code 16. There was no reported impact to the customer¿s blood glucose level due to their decision not to disclose this information. The customer was instructed by technical support to replace the pump with a backup insulin pump, put the current pump into storage mode, and return it using a pre-paid label within 10 days.